Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, approximately 1 year and 3 months post implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned; therefore no imaging evaluation was performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for postimplantation valve requires intervention unknown mechanism of failure was unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u thv. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for postimplantation valve requires intervention unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for explanting the valve approximately 1 year and 3 months posttavr is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.